Event description:
It was reported that the ventricular lead perforated the patient. Surgery was performed to remove excess blood and close the hole in the heart. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.